Manufacturer narrative:
This product issue will be updated when additional information is received.

Event description:
Boston scientific received information that this patient had experienced a syncopal episode. A boston scientific sales representative was contacted for device evaluation.